Manufacturer narrative:
(B)(4).

Event description:
A report was received that it was believed that the patient's ipg was not giving the same stimulation as before and there was a change in the pattern, sometimes it turned off by itself. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that it was believed that the patient's ipg was not giving the same stimulation as before and there was a change in the pattern, sometimes it turned off by itself. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint was not verified. The reported stimulation anomaly was not observed as the ipg was investigated with known good test leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that it was believed that the patient's ipg was not giving the same stimulation as before and there was a change in the pattern, sometimes it turned off by itself. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.